Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had pocket pain, pinching, and pulling at the ins site. There were no known causes or diagnostics performed but the hcp decided that scar tissue must have formed causing the ins to pull and pinch so they went in to release it. The scar tissue had grown into the suture holes on the header of the ins so the hcp released it and kept the same pocket. The issue was resolved at the time of the report and the patient was doing fine. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.